Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon .

Event description:
Per details reported on incoming (B)(4): "the fixation part of the device was not correct, metal clips were in the wrong place and lose and could not be used to secure the ett of an unstable baby." "I have logged this with our internal incident reporting system, as well as filling in a yellow card, but wished to raise awareness of this issue with you as well." "The issue was noted once the neofit was attached to the baby's face and the ett could not be secured. It delayed intubation but no further medical issues. Extra steps were removal of the neofit for a replacement, delaying intubation." Neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Investigation x-no sample returned x-review DHR *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/16/2022 under wo #(B)(4). Manufacturing record review: DHR 328568 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint descriptions, but none were relevant to this complaint unit. Product receipt: the complaint unit was processed for a return on RMA #344347. However, at the time of this complaint investigation the unit was not returned. Visual evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. However, based on the photo provided the unit was not representative of a defect or a defect from the assembly process. It was noted to have been pulled apart. Functional evaluation: a functional evaluation is not possible as the photo provided confirms the unit is damaged. Further, the unit has not been returned. If the unit should be returned at a later date, it will be evaluated, and any useful findings will be appended to this investigation. Root cause: a definitive root cause is not determinable. However, based on the information provided and a review of the process, the unit was not defective or assembled incorrectly as described in the complaint description. This unit's strap was pulled out. The clip on the end is close to the mating velcro on the strap which is the correct placement in the tool when pressed in. This section of velcro on the strap is close to the plastic frame when pressed in. As no other units from this lot have been noted on complaints and the process is not suspect it is likely a unique event occurred when in use that contributed to the issue described by the customer. *correction and/or corrective action all units under lot #328568 were sold as of january 2023 and not available for evaluation. No further corrective action is necessary. Note: although unrelated to this complaint it should be noted the assembly press was recently modified for optimal operation and validated, ref (B)(4). In addition, following the validation, in process testing was put in place requiring sampling of units on each work order. This was done under ecn-25333 which updated the procedure and incorporated a production form to capture the results for inclusion in each DHR. Lots in wip not processed under the updated in-process testing were sampled post validation bridging the gap between the validation and the completion of ecn-25333. *was the complaint confirmed? No *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per details reported on incoming (B)(4): "the fixation part of the device was not correct, metal clips were in the wrong place and lose and could not be used to secure the ett of an unstable baby." "I have logged this with our internal incident reporting system, as well as filling in a yellow card, but wished to raise awareness of this issue with you as well." "The issue was noted once the neofit was attached to the baby's face and the ett could not be secured. It delayed intubation but no further medical issues. Extra steps were removal of the neofit for a replacement, delaying intubation." 1216677-2023-00049 neo-fit neonatal endotrac 42-2540 (B)(4).